Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a high blood glucose (bg) level over 400 mg/dl. Cause of high bg was not provided. Customer administered bolus to address the issue and went to the emergency room with high ketones. Customer was subsequently admitted to the intensive case unit (ICU) and treated with intravenous fluids of saline and insulin. Reportedly, the customer was released the following day with the issue resolved.